Event description:
Information received indicates the siderail will not lock and stay up.

Manufacturer narrative:
The technician found the siderail latch pin was loose. The technician replaced the pin to repair the bed.